Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and pneumonia could not conclusively be determined through this evaluation. In addition, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported cardiopulmonary arrest and cardiogenic shock could not conclusively be established through this evaluation. It was reported there was no device malfunction and the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021. Driveline infection, status post driveline revision, and developed pneumonia during post-operative course which eventually required intubation. Patient did not respond adequately to antibiotics, was requiring significant amounts of pressors and inotropes when decision was made to withdraw care. Patient was partial code whereby no CPR (cardiopulmonary resuscitation) was performed. The patient passed away on (B)(6) 2021. The cause of death was cardiopulmonary arrest secondary to cardiogenic shock.